Event description:
An itrack advance catheter broke during use. Approximately 15 mm of the catheter sheath separated from the main device and remained inside schlemm's canal. This was removed intraoperatively using vitrectomy forceps and a small trabeculotomy.